Event description:
Client was in his room and was in the process of locking the chair when the wheel lock broke and the client feel out of the chair. He suffered a scalp laceration and received sutures. No other info provided. Due to the seriousness of the wound, an MDR is being filed and also due to wheel lock breakage. No additional information has been provided around how the wheel locks broke, so it is impossible to determine the mechanism of failure. However, due to the seriousness of the injury, this MDR is being filed.